Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient stated that she was in a car accident in february and her whole torso was smashed with the airbag and the seatbelt around where the pump. The patient stated that they had an MRI on april 30th and did not have their pump checked post MRI. The patient stated error code 234 and 232 were seen. The manufacturer's patient services specialist (pss) reviewed telemetry mode with patient. A nurse then came on the line and pss reviewed telemetry mode and confirmed they have not done a second check of the logs. Pss reviewed to check the pump logs in 15 mins and they should see a recovery. The patient was redirected to their healthcare provider to further address the issue.